Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 non-defib lead (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient's daughter that the patient had surgery and after the surgery, the doctor stated that the device was not working right. Follow up was conducted and no additional information was available. The device remains in use. No patient complications have been reported as a result of this event.